Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned pfc keel tib tray cem sz4 was unable to confirm the reported event. A complaint database search did not identify any reports against the provided product/lot combination for the pfc keel tib tray cem sz4. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
It was reported that the tibial tray lifted off after cementing and implantation and hardening. Surgeon removed cemented tibial and femoral components. Surgeon stated this could be due to possible lack of posterior slope on tibial cut could theoretically have caused the tray to not adhere, or not enough application of cement, or the use of fast set cement on schlerotic bone.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.